Manufacturer narrative:
On march 3, 2016, nakanishi visited the hospital for the patient information and received the information about the patient age and sex only. The hospital did not have the information of the patient's identifier and weight. Upon receipt from the hospital of the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device. These activities are described in more detail below. Methodology used : nakanishi examined the device history record for the subject (B)(6) device [serial number (B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. Nakanishi connected the returned device to a company-owned unit (p200-cu-100) and left it as it is about for 30 minutes. Nakanishi did not observe activation of the motor as the user complained about. Nakanishi then pressed the foot control to rotate the motor. The motor did not start rotating with the error message "e03" displayed on the monitor. Note) e03 = failure of sensor signal system however, the motor operated normally without the error message "e03", when nakanishi pressed the foot control while bending the bush on the motor side with a hand. Nakanishi cleaned the motor in a thermo-disinfector produced by sakura seiki co., ltd. And disassembled the motor. After the cleaning, nakanishi carried out an operation check/continuity check. There are no abnormalities observed such as an unintended activation and all of the 10 leads in the motor conducted normally. Conclusions reached based on the investigation and analysis results : nakanishi did not identify the cause of malfunction of the returned device because nakanishi were not able to replicate the phenomenon at the time of the event and did not observe any abnormalities in the evaluations. Nakanishi reported the above evaluation results to the doctor and returned the device to the doctor for continuous use.

Event description:
On (B)(6) 2015, nakanishi received a phone call from a hospital about malfunction of nsk primado2 slim motor, p200-smh. Details are as follows. On (B)(6) 2015, a doctor was performing an operation. The motor did not work at all from the beginning of the operation. There was no delay on the operation due to the malfunction. According to the hospital, the motor also malfunctioned on (B)(6) 2015. On (B)(6) 2015, the motor was sitting on the table in an operation room, and suddenly started working without pressing the footpedal, then stopped.